Event description:
It was reported that: "no flow in sfa post deployment. Site ballooned with 7 x 40 armada for 5 minutes. Post angiogram showed restored flow." Additional information on the 13jan2023, during a tavr procedure on the (B)(6) 2023 access was gained utilizing micro puncture and ultrasound in the lower, right common femoral artery. Vessel size was 8mm with mild posterior calcification and no reported tortuosity. Measured depth for the manta was 3.5 + 1cm and there were no reported issues advancing or withdrawing procedural sheaths. Act was 226 prior to closure and protamine was given intravenously after deployment. Time to hemostasis was less than 5 minutes and patient was reported as fine post procedure.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were obtained revealing a low positioned radiopaque lock located at the bifurcation, blockage of flow proximal to the lock, resolved by balloon inflation. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right femoral artery. Micro puncture and ultrasound were utilized to attain a lower positioned access. Arteriotomy was 8.0mm, mild posterior calcification, no tortuosity, and a measured depth of 3.5cm + 1cm. No issues were encountered advancing or withdrawing of the procedural sheaths. The manta device was deployed to the measured depth, and hemostasis was less than five minutes. Following deployment, protamine was administered, a post angiogram revealed no flow in the superficial femoral artery; and balloon angioplasty was applied for five minutes to resolve. A follow up angio indicated flow had been restored, and the patient outcome post procedure was fine. It is likely the cause of the occlusion is either from collagen dispositioned in the vessel or the anchor catching on to the bifurcation or being mis-positioned due to the access site located proximal to the bifurcation. The IFU lists warning do not use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, accidental positioning of some or all the collagen plug within the femoral artery, leading to stenosis and other access site complications possibly requiring endovascular intervention. As precaution, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were obtained revealing a low positioned radiopaque lock located at the bifurcation, blockage of flow proximal to the lock, resolved by balloon inflation. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right femoral artery. Micro puncture and ultrasound were utilized to attain a lower positioned access. Arteriotomy was 8.0mm, mild posterior calcification, no tortuosity, and a measured depth of 3.5cm + 1cm. No issues were encountered advancing or withdrawing of the procedural sheaths. The manta device was deployed to the measured depth, and hemostasis was less than five minutes. Following deployment, protamine was administered, a post angiogram revealed no flow in the superficial femoral artery; and balloon angioplasty was applied for five minutes to resolve. A follow up angio indicated flow had been restored, and the patient outcome post procedure was fine. It is likely the cause of the occlusion is either from collagen dispositioned in the vessel or the anchor catching on to the bifurcation or being mis-positioned due to the access site located proximal to the bifurcation. The IFU lists warning do not use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, accidental positioning of some or all the collagen plug within the femoral artery, leading to stenosis and other access site complications possibly requiring endovascular intervention. As precaution, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Corrected data: review of clinical outcome of the patient, the reported event indicates a malfunction and not a serious injury; therefore, section h. Has been corrected to reflect malfunction from serious injury. Section. B updated from adverse event to product problem.

Event description:
It was reported that: "no flow in sfa post deployment. Site ballooned with 7 x 40 armada for 5 minutes. Post angiogram showed restored flow.". Additional information on the 13jan2023, during a tavr procedure on the (B)(6) 2023 access was gained utilizing micro puncture and ultrasound in the lower, right common femoral artery. Vessel size was 8mm with mild posterior calcification and no reported tortuosity. Measured depth for the manta was 3.5 + 1cm and there were no reported issues advancing or withdrawing procedural sheaths. Act was 226 prior to closure and protamine was given intravenously after deployment. Time to hemostasis was less than 5 minutes and patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: "no flow in sfa post deployment. Site ballooned with 7 x 40 armada for 5 minutes. Post angiogram showed restored flow." Additional information on the 13jan2023, during a tavr procedure on the (B)(6) 2023 access was gained utilizing micro puncture and ultrasound in the lower, right common femoral artery. Vessel size was 8mm with mild posterior calcification and no reported tortuosity. Measured depth for the manta was 3.5 + 1cm and there were no reported issues advancing or withdrawing procedural sheaths. Act was 226 prior to closure and protamine was given intravenously after deployment. Time to hemostasis was less than 5 minutes and patient was reported as fine post procedure.